Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive was formatted and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that system cine was not functioning properly and there was a loss of cine function. There was no patient injury or death reported.